Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, the device became difficult to cross and very difficult to insert into the lesion. Eventually, the balloon was able to cross the lesion. The balloon was inflated two times at 6atm and five times at 12atm, accordingly. However, at seventh inflation, it was noted that the balloon ruptured. The procedure was completed with a non-boston scientific device. No patient complications were reported.